Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and device evaluation, and correction to e2 and e3. The device was returned to olympus for evaluation, and the customer's allegation of the fan making a buzzing noise was not confirmed. The device evaluation also found worn out video connector latch causing poor connection with pigtails.  A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured.  Based on the results of the investigation, a strange noise from the fan was not confirmed. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera elite video system center fan was making buzzing noise. The issue was found during preparation for use. The diagnostic procedure(laryngoscopy and recording voice clips) was completed using same set of equipment without delay. There were no reports of patient harm.